Manufacturer narrative:
(B)(4). Explant date: it was noted that the patient was revised in 2010. Concomitant medical products: vanguard posterior stabilized interlok femoral, catalog #: 183128, lot #: 494340, biomet I-beam tibial tray, catalog #: 141224, lot #: 372340, biomet arcom patella, catalog #: 11-150842, lot #: 644680. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Event description:
It was reported that the patient was revised to address pain, stiffness, instability, and falling. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.